Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer has given himself a bolus for carbs and needed assistance with changing the time on the insulin pump. Customer's blood glucose was 501 mg/dl and going up. Customer treated with insulin and waited half an hour, but his blood glucose was still higher. Customer did a set change and his blood glucose was 585 mg/dl. Customer was treating with the pump and consuming water. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised that the pump was working as designed and to do a complete set change. Customer was advised to remove the set from the body and found that the cannula was not bent. Customer was advised to talk to a health care professional about scar tissue. Customer might have to change to different sets. Customer was advised that based on not getting a no delivery alarm and no moisture being found in the pump, we can assume that the pump is reporting the correct active insulin.